Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided info. Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2009, the patient underwent treatment of a 52mm thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. Prior to the tag implantation, the left subclavian artery was coil embolized and a metallic stent was implanted at the right vertebral artery. The patient tolerated the procedure. Follow-up imaging performed on (B)(6) 2012 revealed a proximal type I endoleak with aneurysm enlargement to 69mm. On (B)(6) 2012, an add¿l procedure was performed whereby a conformable gore tag thoracic endoprosthesis and two contralateral leg components were implanted to repair the persistent endoleak. The two contralateral leg components were implanted into the brachiocephalic and left common carotid arteries that had previously been intentionally covered by the tag device. The endoleak was resolved and the patient tolerated the procedure.